Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. Upon review internal review, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a not reportable event.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as no event date was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: when was the initial surgical procedure? The information was not provided. Stoma closure was performed in the end of june. Does the surgeon believe that the adhesion of ima root is due to the gst60d, ech60r or the interceed, please answer yes or no to each and provide details. No. Dr didn¿t identified that the adhesion of imda root was related to the interceed. Please see the additional information of note of ecm. There was no staple malformed nor leakage. The reason of re-operation is the ileus due to the adhesion of ima root. The interceed was used, so it was reported from the wc sales rep as (B)(4). It is not sure that the issue occurred because of the interceed. The adhesion of the small intestine due to the slr was mild. It was released at the re-operation. The patient is stable and followed up after the re-operation.

Event description:
It was reported by the sales rep that during colostomy closure, adhesion formation in the small intestine was confirmed after surgery at the end of june. Reoperation was performed for a reason other than the event. There were no adverse consequences to the patient. No device will be returning. No further information is available. Affiliate reference number: (B)(4).